Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed due to an obstruction caused by the medication that was either improperly loaded or misplaced. The field service engineer opened the back of the station and removed the bottle causing the obstruction. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the drawer 6. The customer tried to recover the system by rebooting it, but the issue still persists. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.